Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event. This occurred during the first drain cycle of peritoneal dialysis therapy with a homechoice (hc) device. The patient filled 2500ml and then drained 4791ml. The hc had an initial drain set at 0ml. The tsr explained the issue with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device was manufactured in 1994. The device was not returned; therefore, an evaluation could not be conducted. A device history review was conducted and there were no deviations found related to this reported condition during the manufacture of this device. A service history review was conducted and there were no deviations found related to this reported condition during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.